Event description:
When rejecting images, the images are rejected from another (although duplicate) study, that is at the verified status or above, causing images to no longer be available for interpretation or review without the knowledge of the end user. Issue may cause unintentional data loss.

Manufacturer narrative:
A ge representative evaluated the issue at the customer site and while the issue could be duplicated at the facility, the issue could not be duplicated in the lab with similar systems. A ge clinical applications specialist will monitor this facility for further issues and further investigation of this glitch by ge healthcare engineers is on-going. There was no patient injury associated with this event. This system is being monitored and remains in use at the facility.